Event description:
It was reported the patient had a yeast urinary tract infection. It was noted the patient took cipro from (B)(6) 2012 and diflucan from (B)(6) 2012. It was reported the patient had both lower and upper back pain. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v671773, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).